Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had vibrate was not working. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that when they did a bolus when the insulin pump gets to the end for that bolus it would vibrate but it did not and that was when I notice. Customer reported the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. The insulin pump battery was not low. The customer was performed self-test and it did not vibrate during the vibrate test. The device will be returned for analysis.